Manufacturer narrative:
(B)(4).

Event description:
Additional information received that this another high out of range shock impedance alert occurred. The physician is aware and no changes have been made. There were no adverse patient effects reported.

Event description:
Additional information was received that this device and rv lead continue to exhibit high out of range shocking impedance measurements and continue to be monitored.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. The physician checked the patient in the office and everything appeared fine. The patient went home and another high out of range shock impedance measurement occurred. Boston scientific technical services (ts) recommended testing the lead but the physician has decided to monitor the patient for now. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this right ventricular (rv) lead was surgically abandoned and replaced due to the high out-of-range shocking impedance measurements. The physician electively explanted and replaced the device at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.